Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that a pump motor stall and recovery with 528 code when interrogating the pump today. The company rep confirmed that this was the first interrogation since they updated to 2.0 software but patient said they have not had an magnetic resonance imaging (MRI) since the pump was implanted. The company rep stated that she would check patient's chart to verify if this was accurate. The company rep stated that pump was not alarming and patient did not report any changes to therapy since last refill; they had not yet accessed the pump to verify volume accuracy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative (rep) and confirmed with the healthcare provider stated that the update on the tablet was the cause of the motor stall and recovery code. Technical services reached and helped to confirm no issues. The event was resolved at the time of this report.